Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following procedures: replacement of right s1 pedicle screw, removal of left l5-s1 in terbody cage, replacement of right l5-s1 interbody cage going from 10 m tall cage to 12 mm tall cage, reinforce left lateral mass fusion l5-s1 to treat the following pre-op diagnosis: loosening of s1 pedicle screws with back of left l5-s1 interbody cage. Per operative notes: we prepared a 12 mm tall cage packed with an rhbmp-2 sponge and I placed an rhbmp-2 sponge in the anterior part of the disk space and then placed the cage while retracting the s1 nerve root, tapped the cage in and countersunk it. It had excellent purchase. This was done on the right side. The left l5-s1 cage was removed and not replaced." Patient alleges unspecified injury due to the use of rhbmp-2.